Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and the pump performed as intended. Reportedly, the user wears the pump against their skin without a case. Additionally, it was reported that the cartridges do not fit properly onto the pump. The user's blood glucose (bg) level was 483 mg/dl. The user addressed bg level by changing the supplies and delivering a bolus.